Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 18mm amplatzer pi muscular vsd was chosen for implant using an unknown delivery system. The device was selected for an 80-year-old female with a post¿myocardial infarction ventricular septal defect, and percutaneous closure of the defect was performed on (B)(6) 2026. Following the procedure, the patient recovered without immediate complications, remained hemodynamically stable, and the vsd device was confirmed to be in place. She was subsequently transferred out of the intensive care unit, was alert, and tolerating oral intake. While preparations for discharge were underway, follow-up laboratory results demonstrated a decline in platelet counts. The patient remained clinically stable; however, due to the observed thrombocytopenia, an inquiry was made regarding the possibility of a device-related cause.